Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: unknown event date; date discovered sept 29, 2022. Initial reporter occupation: reporter is a j&j employee. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 1.3 scrdriver blade self-retaining/wedge was observed striped from the distal tip, this condition could be contribute to screwdriver do not hold correctly the screw. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of 1.3 scrdriver blade self-retaining/wedge would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history: part # 313.916. Synthes lot # 4077693. Supplier lot # n/a. Release to warehouse date: 28 july 2000. Manufactured by: synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2022, the screwdriver blades that are self-retaining no longer hold a screw. The 90 degree screwdriver shaft that inserts is ruined and the end of it has fraying metal parts. This was discovered during pre-op field inspection. There was no consequence to the patient. No further information is available. This report is for 1.3mm screwdriver blade self-retaining/wedge.